Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 383 mg/dl and it was addressed with a bolus. Reportedly, the customer changed out all their supplies. It was noted that the customer recently had a surgery unrelated to diabetes and the customer believes this could be the cause of the elevated bg level. A follow up with the customer indicated that their blood glucose level lowered to 288 mg/dl.